Manufacturer narrative:
This device was evaluated by both the manufacturer and the manufacturer's authorized field service company. A visual/functional evaluation was conducted and neither evaluation could duplicate the alleged incident of not being able to raise the legs to a folded position. The cot was operating within specification; however, it was noted there were loose screws on the release handle that affected the range of movement of the handle. The customer authorized additional unrelated repairs and the cot was returned to the customer. This cot was 8 years old at the time of incident and evaluation. A historical review of the serial number for this device revealed there have been no prior complaints and there have been no additional services to the cot either. The customer did not report any injuries to the patient nor have they provided any follow up to any later reported injuries associated with the incident. As there were no injuries reported and, after investigation, no malfunctions were detected that could cause injury/death, we do not believe this to be an MDR event.

Event description:
It was reported that during a critical pt transport, the legs of the stretcher would allegedly not raise to allow the unit to be loaded. Another ambulance was called to complete the transfer creating an alleged 20 min delay.